Manufacturer narrative:
B5: the product description is a large volume folfusor (reported as an unspecified elastomeric device on initial). H4: the device was manufactured from june 27, 2022 - june 28, 2022. H10: the actual device was received for evaluation. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device did not infuse; further described as "ambix missed". The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.